Event description:
New information received noted that there was no rf telemetry issue noted however, the ICD could not successfully send a transmission. The patient was provided with an inductive monitor to address the issue.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a radio frequency (rf) telemetry issue. Programming changes were discussed, no intervention was reported. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.